Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on unknown date and suture was used. The suture pulled off the suture needle during the procedure. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 02/07/2020. Additional information: a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.